Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent postprandial hyperglycemia and attempted multiple meal announcements to correct elevated glucose, leading to perceived underdelivery of insulin and frustration with pump performance; the agent provided troubleshooting and education and recommended a factory reset, including guidance on spacing meals and allowing the correction algorithm to adjust. Symptoms included episodes of low and high blood glucose. Outcomes included self-treatment with oral glucose for lows and continued use of the ilet pump. Investigation included remote troubleshooting and user education regarding appropriate meal announcement use. Investigation of this case revealed misuse of meal announcements as corrections rather than reliance on the pump¿s correction algorithm, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user technique contributed to the event.